Event description:
Spontaneous call from patient who reported that about a month ago one of her pumps had alarmed with tubing issue so she changed the tubing but the pump continued to alarm. She reported changing the tubing 3 times because the pump kept giving the same alarm. She switched to her backup pump and hasn't used the malfunctioning pump since. Patient did not state whether or not she kept the tubing. Unknown if her doctor is aware. She did not report any clinical injuries or side effects from this event. No other information provided. Did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? Pump - yes; did we [MFR] replace the device? Yes. Reported to cvs/caremark by pt/caregiver.